Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the laminectomy lead was placed on (B)(6) 2011 and the operative report noted some difficulty placing the lead. It noted that the patient had quite a bit of scar tissue in the epidural space, and the canal was also rather triangular and the electrode would not sit in the midline. It would fall either to the right or to the left side. Multiple positions were tested, and the best coverage was obtained using the right series of electrodes with the lead to the left of the midline. The patient "reported excellent coverage of his symptoms and was very happy with the results." Impedance was checked and the device was said to be working well. The patient was seen for follow-up on (B)(6) 2011 and he reported that the stimulator was helping his pain and he was "a lot better than before surgery," and "there wasn't any pain in his feet now." He even turned the device off for two hours to see if it was helping him and he had a lot of pain in both feet when the device was off and said he would never turn it off again. His "vas" was zero and if he had to make the decision again he would have had the surgery. His biggest problem at that time was that he was not able to fully charge the unit. The patient stated they were not able to get all the bars to "black out," and could generally only get four of eight bars to black out. The physician was unaware of how the patient was doing at the current time as he was last seen on (B)(6) 2011 and was doing well at that time and released from the physician's care. Based on the implanting physician's records and personal recollection of the case the patient received appropriate quality care. The scs system functioned well and the difficulty placing the permanent leads was not due to faulty equipment or surgeon error. The only possible system failure was the patient's inability to fully charge the unit and he would probably need to meet with the manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.